Event description:
It was reported that the customer went to the emergency room was subsequently hospitalized in the intensive care unit with a blood glucose of 336 mg/dl and ketones. The cause of elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. At the time of the report to tandem technical support the customer was still admitted to the ICU. The customer reverted to an alternate form of insulin therapy. Multiple follow up attempts were made to obtain additional information; however, a response was not received.